Manufacturer narrative:
A1: patient identifier: requested, not provided due to data privacy. A2: age & date of birth: requested, not provided due to data privacy. A3a: sex: requested, not provided due to data privacy. A3b: gender: n/a. A4: weight: requested, not provided due to data privacy. A5: ethnicity: requested, not provided due to data privacy. A6: race: requested, not provided due to data privacy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the entire angio-seal system including the anchor came back after unproblematic and correct application during retraction. The procedure was a simple percutaneous coronary intervention (pci) with a 7f femoral sheath. An angiogram was not performed prior to the examination. As the closure of the vessel did not work, the puncture site was pressed manually, and the patient was then treated with a pressure bandage. There is no expected consequential damage. No significant blood loss. The patient was treated as intended. There was no patient harm. Hemostasis was achieved by manual compression. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was not performed. There were no issues with insertion, deployment, or withdrawal of the device. The estimated blood loss was less than 250cc. The patient was stable. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the carrier tube and packaging. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The carrier tube was returned in the forward lock position. The anchor was visible at the distal tip. No other damage or issues with the device were identified. The complaint can be confirmed for bypass tube detached. The exact root cause cannot be determined. The likely cause was determined to have been bypass tube dislodgment during device unpackaging. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).